Event description:
Info received alleged that the siderail could not be raised to the latching position. No injury alleged.

Manufacturer narrative:
Tech found that the left head siderail was not raising due to bent siderail arms. Replaced the siderail to resolve this issue. Bed was found in the basement.